Event description:
Pt states ms3 pump sn (B)(4) (01/22/2020) is alarming for blockage detected. Pt unable to resolve error. Error did not occur while in use and did not cause any harm to the pt. Pharmacy is shipping pt a replacement pump. Pt switched to functional back up pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.